Event description:
It was reported that the patient underwent a heart valve replacement. During recovery, it was thought that there was pacer spikes near the t-wave. Upon interrogation, it was found that the atrial lead had dislodged during the procedure. The right atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.